Event description:
During a routine follow-up interrogation, there was high rv pacing impedances and the rv & svc continuity tests were open. An intervention was made in 2009 to check the lead-ICD connections. The connections were secure and, a dft test was performed succesfully. Therefore, the ICD and biotronik lead remain implanted. The programmer files were sent to the manufacturer for review.

Manufacturer narrative:
High rv pacing impedance & open rv & svc continuity tests were reported during a follow-up interrogation.a response from the manufacturer is pending.since the device remains implanted, the programmer files were sent to the manufacturer for review. The files revealed no sensing or pacing anomaly. However, all impedance values for the right ventricular lead were abnormal from 2009 on. A lead connection problem can be excluded; lead damage is the remaining hypothesis to explain this behavior.the manufacturer has recommended that another lead-directed intervention should be considered. Device remains implanted.

Event description:
During a routine follow-up interrogation, there was high rv pacing impedances and the rv & svc continuity tests were open. An intervention was made in 2009 to check the lead-ICD connections. The connections were secure and a dft test was performed succesfully. Therefore, the ICD and biotronik lead remain implanted. The programmer files were sent to the manufacturer for review.

Manufacturer narrative:
High rv pacing impedance & open rv & svc continuity tests were reported during a follow-up interrogation.a response from the manufacturer is pending. Device remains implanted